Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted due to a twisted lead insulation and the physician unable to find a good cardiac tissue to implant the lead. The physician made three attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were twisted insulation and operation issue. A complete lead was returned in one piece. The reported event of twisted insulation was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.